Manufacturer narrative:
The device was evaluated at the healthcare facility by a field service technician.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, a lens cover was found to be missing on the tibial/pelvic tracker. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, a lens cover was found to be missing on the tibial/pelvic tracker. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.